Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. Programming changes were discussed. No intervention was performed. The patient did not experience any consequences throughout the event.